Event description:
It was reported that the surgeon performed the original surgery on (B)(6) 2007, upon viewing an x-ray, the surgeon discovered that the patient has non-union of right distal femur fracture and (five-5.0 cannulated screws, and one 7.3 cannulated screw) were found to be broken. The plate was fully intact and there is no allegation against the plate. All screws and plate remained implanted in the patient. At this point, no hardware removal procedure is scheduled. This report is for five (5.0) cannulated screws with part # 02.205.0xx series and unknown lot#. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for five unknown cannulated screw/unknown lot number only identified as 02.205.0xx. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.